Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic band removal to sleeve gastrectomy procedure, on this instrument, the white pad separated from the top jaw completely and fractured into multiple pieces. The generator gave no error messages at any time during the issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9396e. Additional information was requested and the following was obtained: did the tissue pad melt? In my opinion it did melt. I am interested in seeing the lab analysis. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes a piece did fall off. If yes, did any piece fall into the patient? It did and was retrieved by the surgeon and included in the return kit. The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.